Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013 -device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found the keypad cover peeling at the ¿ok¿ button. The ¿up¿ button responded intermittently while the ¿down¿, ¿ok¿ and contrast buttons responded properly. Removal of keypad cover found contamination under the contrast, ¿down¿ and ¿up¿ button contacts. In addition, the bolus button cover was torn and the bolus button responded to presses.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that all the ¿up arrow¿ and ¿down arrow¿ buttons are intermittently responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.